Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instruction for use everolimus eluting coronary stent systems xience prime, ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified de novo left anterior artery (lad). The lesion was pre-dilated with a 2.0x12mm and 2.5x12mm balloons. A 2.5x33mm xience prime was implanted and while removing the stent delivery system the check shot revealed a dissection at the distal end. The dissection was treated with a 2.75x12mm drug eluting stent and the results were good with timi iii flow without any residual stenosis. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.